Event description:
It was reported that the lead was removed from service because of inappropriate therapy due to oversensing. Follow-up information indicates that there was no patient injury as a result of the event.